Manufacturer narrative:
H3, h6: the real intelligence tibia tracker, part number rob10019, lot number 20dct0003, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with repeated sterilization/heat cycles. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H6: the real intelligence tibia tracker , part # rob10019, lot # 20dct0003, intended for use in treatment, was returned for evaluation. The fixation teeth for the clamps have some slight wear. A functional evaluation was performed. The reported problem was not confirmed. Despite the visible wear, the trackers seem to be held securely when locked into known good clamps. Although the reported problem was not confirmed through a visual or functional evaluation, it is possible that the clamps used were more heavily worn, resulting in a loose fit when the tracker was connected. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the real intelligence tibia tracker is loose and not properly held by the tracker clamp. As this was noticed in a non-surgical environment, there was no patient involved.